Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to a device change-out due to normal eri, an alert for high voltage circuit damage on (B)(6) 2016 was observed. The patient was asymptomatic. The patient had neck surgery at the time the alert occurred. The device charged successfully in (B)(6) 2016. The device was explanted and replaced. The patient condition was fine.

Manufacturer narrative:
The reported field event of possible high voltage circuit damage was not confirmed in the laboratory. Review of the device image revealed an alert for high voltage circuit damage. The device was tested on the bench and no anomalies were found. The cause of the alert could not be determined.